Event description:
It was reported to philips that the system displayed the message ¿x-ray system is switched off¿ on the screen, resulting in the system failing to boot up normally. The system was not in clinical use during the time of the reported malfunction. There was no harm reported. Philips has started an investigation of the complaint.